Event description:
A customer observed falsely elevated trop I results for a pt sample tested on the eci analyzer. The biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the results did not match results from another facility. The customer reported acceptable qc results and datalogger analysis showed no evidence of analyzer malfunction. Further investigation revealed sample handling errors. The customer was testing serum samples, while the IFU for troponin I indicates that lithium or sodium heparin samples are the only acceptable sample types. The root cause of the event is user error.